Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-04976 & 04978).

Event description:
Patient underwent a hip revision procedure approximately two months post-implantation due to patient's acetabulum fracturing and the cup migrating upwards.